Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "suspected rupture, I believe strongly I¿m suffering from breast implant illness" and am also worried about the cancer scare connected to these implants.¿ additionally events of ¿suffering terribly with different health problems, polymyalgia , thyroid deteriorating, unexplained muscle inflammation, anemic, brain fog, and memory loss¿ which are unrelated to the device. Device has been explanted.